Manufacturer narrative:
The user facility further reported the scope is pre-cleaned immediately after a procedure. The scope is leak tested and manually cleaned. The scopes are high level disinfected/processed in an automated endoscope reprocessor (aer) machine the morning before they are used. There have not been any issues with the aer. The details surrounding the patient and procedure are unknown. It is believed the intended procedure was completed with another scope. A review of the service history indicates the scope was purchased on (B)(6) 2015 and was last serviced via repair on october 13, 2017 for a damaged/dented bending section and missing cover. The device was returned to the service center for evaluation. The evaluation confirmed there was a tear in the bending section cover as the scope failed the water leak test. A closer inspection noted the bending section skeleton was broken with metal protruding through the bending section cover. Additionally, there was excessive image-guide fiber bundle breakage. Based on similar reports, the most probable cause of the reported event can be attributed to excessive force/stress applied to the bending section area. The operation manual provides warning that states, do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. The ¿instructions for safe use¿ provides several warning statements in an effort to prevent equipment damage and patient injury. ¿if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation."

Event description:
The service group was informed that during preparation for use, the scope was found to have two holes in it. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the OEM's (omsc) investigation results. A device history review (DHR) confirmed the subject scope met specification prior to shipment. The OEM determined the reported urf-p6 for bending tube breakage issue has been previously been investigated. Action was completed to change design in order to improve the safety on the following events. -mitigate the risk of kinked/cracked bending tube protruded out of bending section and injure the patient body during procedure. Countermeasure menu: conducted design change of bending tube not to injure patient body. No report on adverse event occurrence in this complaint. The product¿s instruction manual (IFU) describes the following for bending section breakage. Abnormality was detectable by conducting inspection prior to use in accordance with IFU. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Bending tube breakage is preventable by handling in accordance with IFU. Important information ¿ please read before use : never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Based on previous investigations, the potential cause of the reported event can be attributed to when access the scope to the lower kidney calix and/or the ureter, access the scope excessively while distal end is bent.